Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). We received one used discofix-3 rot 2ver ms "cn" without packaging and one unused discofix-3 rot 2ver ms "cn. A massive crack is visible on the housing of the discofix used. Based on the current analysis no definitive root cause possible is to be determined. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility/translation of user facility information by bbm sales organization in china: "leakage:" according to the customer: "the product leaked immediately after use and the drug that may cause product cracking mentioned in the IFU was not. The doctor reported that the patients life was in danger."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.